Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the recipient was no longer using the device and that pain at the implant site was present. The device was explanted.

Event description:
Information was received that the recipient was no longer using the device and that pain at the implant site and around the back of the head was present. The pain was present independent the usage of the audio processor. She has been a non-user since 2014 and an inconsistent user prior to this. The device was explanted. No new device was implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage or malfunction which is expected to have been present whilst implanted. According to the very limited information received, the recipient who was a non-user since 2014, experienced pain over the implant site. Since the device was not in use, a device unrelated medical issue is assumed to be the cause of the reported pain. Reportedly the pain reduced after explantation however the recipient is still taking medication. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.